Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 350p from heartsine technologies, belfast on the 17th of september 2015. The history log for this device showed that the pad-pak was first installed on (B)(6) 2016 and had performed to specification, up to (B)(6) 2017. Multiple manual power ups mainly of ten minutes duration were observed in the device memory, between (B)(6) 2017 and the last log entry on (B)(6) 2017. During this time an installed pad-pak became depleted. The device was tested on the calibrated impulse defibrillator and delivered a test shock without fault. The device was disassembled to investigate and corrosion was observed on multiple tracks of the membrane the pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.